Manufacturer narrative:
The exposed portion of the soft cannula was found to be bent. The bent cannula was seen to have been caused by the tear that was also seen in the soft cannula. The data downloaded from the device did not show any timeouts or drive stalls during the run. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. The tear was confirmed to have caused fluid to leak from the cannula. No other damages or defects were found with the device that would result in the reported event.

Event description:
It was reported the patient's blood glucose level rose to over 284 mg/dl while wearing the pod between 1 and 4 hours. When removed from the infusion site (leg), the pod's cannula was found bent and insulin was leaking during wear, with the adhesive appearing wet and a noticeable smell of insulin present.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported bent cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.